Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown, not provided. Contact name was not provided. Email name was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular rupture in the patient¿s operative eye requiring a vitrectomy procedure. A description of the event is that the nucleus dropped during the procedure. The surgeon¿s comments were that the adverse event was not due to the j&j equipment. The procedure was completed using a backup system due to the surgeon did not know how to enable the vitrectomy segment. It was reported the patient information could not be obtained, however, the patient¿s outcome reported is getting better.